Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/05/2016 with the following findings: there was visible moisture on the display. The pump failed to power up limiting any further testing. A leak test failed due to a display lens leak. Upon pump disassembly, corrosion was found on the printed circuit board, the motor assembly and the battery housing. There was no moisture in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.